Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -8.0 diopter tore on implantation. There was patient contact. No patient injury was reported.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4)